Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation ongoing.

Event description:
Country of complaint: (B)(6). The hospital used, for their procedures, almost (B)(4) boxes before during a regular visit, found that they have real problems with delivered sutures. Their main complaint is that in majority of sutures the needle is very lightly attached to the thread or in some cases not attached at all. This means that according to their statement they were forced to use several if not dozen of sutures per procedure in order to find one that will not detach during use or prior to use.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 20 closed boxes (720 unopened pouches). Analysis and results: there are no previous complaints of the same reference-batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tightness test to the sample received has been performed and the unit is tight. Tested the needle attachment of the samples received and the results fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Although the results of the samples received fulfills the OEM requirements, note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Customer will receive a credit note for the boxes sent for the analysis. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.